Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the return of the device a definitive cause for the reported cuff miss could not be determined. A cuff miss (no suture retrieved/attached) can occur due to a number of factors including, but not limited to, needle deflection during plunger deployment because of interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This may have been a contributing factor to this event, but could not be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in process testing of devices is performed to assure there is no needle deflection, which may cause the event reported in this case. Additionally, a sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy of the right common femoral artery after a diagnostic procedure. Reportedly, a posterior cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.